Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was damaged. The customer programmed his/her insulin pump but it reset on its own. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 534 mg/dl. He/she was not wearing his/her insulin pump at the time of hospitalization. The customer stopped using his/her insulin pump three weeks prior to the hospitalization. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The functional testing could not be completed due to the prime anomaly.